Event description:
The patient reported that the remote monitor was unable to establish telemetry with the heart device. Troubleshooting steps were taken at the patient's residence, by support personnel to no avail. The power status light turned on, but the reading status lights did not flash and there was no beep sound. Therefore, the monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.